Event description:
The surgeon felt that the cuts made with the cutting blocks (quantity 2) were not of proper quality to allow for press fitting of the femoral component. This event was noticed over time. The cutting blocks were used with duracon trials (cat. No. 6631-0-420 nad 6631-0-410). There was no adverse consequence for any pt.